Event description:
Issue with zero results that when repeated gave values in the normal range. Exact number of patients impacted and specific data were not provided. Initial results were not reported, patients not adversely affected. The field service representative determined the cause of the discrepancy to be worn tubing in the chain cable assembly which was replaced. Performance tests were performed and were within specification.